Event description:
It was reported that the footswitch cable is broken, not allowing generator to be activated. The call did not have specfic case info but stated that a second cable was used to complete procedure with no pt consequence. The cable was the black style.